Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that interaction between the moderately calcified and moderately tortuous anatomy and the guiding catheter and guide wire resulted in the reported difficult to advance; however this cannot be confirmed. Additionally, it is possible a coagulation of blood/contrast on the guide wire resulted in the reported difficult to remove; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: corrected device available for evaluation from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the moderately calcified, moderately tortuous posterior descending artery. The balance middleweight (bmw) universal guide wire was noted to have resistance when advanced out of the guiding catheter. A dragonfly imaging catheter was used in the procedure and it was noted when pullback was complete that the guide wire and the dragonfly were stuck together and the devices were removed together as a single unit. Another same size bmw guide wire was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.